Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 13.0-13.3cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was abraded at this location. This is consistent with the observations from the field of noise, inappropriate hv output and sensing anomaly.

Event description:
It was reported that the device exhibited multiple stored episodes of non-sustained lead noise. Programming changes and further testing were recommended. The physician contacted with an update that the patient presented in the emergency room after receiving multiple inappropriate shock therapies. The rv lead was explanted. No further information is available.